Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown particles, delamination and non-penetrating nicks. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified sharp edge opening on anterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis, the final assessment is a sharp opening edge on anterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.